Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was selected for use in a thrombectomy procedure. During procedure, they found that the pump stalled and due to this event, the procedure was cancelled. The patient is stable, no patient complication or other additional intervention reported. It was further reported that the procedure was rescheduled, patient was sedated and local anesthesia was administered.

Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was selected for use in a thrombectomy procedure. During procedure, they found that the pump stalled and due to this event, the procedure was cancelled. The patient is stable, no patient complication or other additional intervention reported.